Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The caller was instructed by tandem technical support to perform several corrective actions ultimately resuming insulin therapy.